Event description:
General report received of an unspecified number of undocumented incidents of spray of fluid with subsequent exposure to the nurses. It was reported that as the nurses were placing the full suction canister liners into waste management containers after surgery, the tubings from the pt ports on the liner lids disconnected from the ports. The fluid contents reportedly sprayed onto the faces of the nurses. There were no reported adverse effects to the nurses. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.